Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient wanted their device reprogrammed since the therapy did not help their pain and the stimulation was in the wrong location their doctor told the patient that the therapy needed to be fine-tuned. The patient¿s stimulation had been off for several months prior to the report since the patient did not feel like it had been helping their pain. The patient¿s stimulator placement had been painful for them since it was moved on 2013 (B)(6). The patient felt pain on their left side when they breathed due to the stimulator placement. On 2014 (B)(6), the patient had a revision of their leads to move the leads from t10 to t6/7. The patient was initially trialed at t7 but their leads were at t10 so their hcp would move the leads to the x-ray position of t7. After the revision the impedances were noted to be normal and the patient was doing well with excellent stimulation coverage.